Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain while having sex"), cyst ("I have a cyst"), acne ("acne"), panic attack ("panic attacks") and pain ("stabbing pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, cyst and pain outcome was unknown. The reporter considered acne, cyst, dyspareunia, pain, panic attack, pelvic pain and weight increased to be related to essure. The reporter commented: im so glad I will be getting mine out soon. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content was received: new reporter was added. On (B)(6) 2020: social media content was received: new reporter was added. On (B)(6) 2020: social media received : new event pain added .reporter added. On (B)(6) 2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain while having sex"), cyst ("I have a cyst"), acne ("acne"), panic attack ("panic attacks"), pain ("stabbing pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, cyst and pain outcome was unknown and the alopecia had resolved. The reporter considered acne, alopecia, cyst, dyspareunia, pain, panic attack, pelvic pain and weight increased to be related to essure. The reporter commented: I m so glad I will be getting mine out soon. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event hair loss was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (I m so glad I will be getting mine out soon). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event medical device removal seriousness upgraded as serious incident event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.